Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl and was assisted by a relative to bring down the bg level. As the cartridge and infusion set had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.